Event description:
Erosion of tot.

Event description:
According to additional info received from the physician, the obtape sling was implanted in 2004 and removd in 2004 (approx. 35 days implant duration time) due to "erosion of the mesh." The pt has been doing well post-operatively. Vaginal erosion, extrusion, dehiscence and infection are known complications associated with the use of both synthetic and autologous/donor tissue pubo-vaginal slings for treatment of urinary incontinence, surgical technique variables, and a history of previous or concurrent uro-gynecology surgical procedures can affect the rate of this occurrence. In addition, pre-existing co-morbidities that affect healing such as obesity, hypertension, immunosuppression, diabetes, recurrent vaginal or urinary tract infections, and post-menopausal vaginal mucosal changes can contribute to an increased incidence of these events.